Event description:
A peritoneal dialysis (pd) patient contact reported that the liberty select cycler was having an air detected in cassette warning. The warning occurred in drain 4 of 4 and had occurred several times during this drain cycle. Technical support advised the patient contact with information on the alarm and assisted with cancelling treatment since the alarm continued. The patient contact was advised to follow up with the pd registered nurse (pdrn) regarding incomplete treatment. Upon follow up, it was confirmed that the patient was able to complete treatment on the reported day with the cycler. There was no harm or adverse event reported, and no medical intervention was required. Upon further follow up, the patient contact also confirmed that the patient experienced a fluid leak inside the cassette door of the cycler after completing treatment. Prior to the leak, an air detected in cassette alarm occurred during drain 4 of 4 of treatment. The patient was able to complete treatment using the cycler. The patient contact stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient contact confirmed that the cycler set was discarded and not available to be returned for physical analysis.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient contact reported that the liberty select cycler was having an air detected in cassette warning. The warning occurred in drain 4 of 4 and had occurred several times during this drain cycle. Technical support advised the patient contact with information on the alarm and assisted with cancelling treatment since the alarm continued. The patient contact was advised to follow up with the pd registered nurse (pdrn) regarding incomplete treatment. Upon follow up, it was confirmed that the patient was able to complete treatment on the reported day with the cycler. There was no harm or adverse event reported, and no medical intervention was required. Upon further follow up, the patient contact also confirmed that the patient experienced a fluid leak inside the cassette door of the cycler after completing treatment. Prior to the leak, an air detected in cassette alarm occurred during drain 4 of 4 of treatment. The patient was able to complete treatment using the cycler. The patient contact stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient contact confirmed that the cycler set was discarded and not available to be returned for physical analysis.